Event description:
It was reported when a patient presented in clinic after receiving inappropriate atp and hv therapy due to svt rhythm. Programming change was made on the device to resolve the issue and the patient was stable.